Manufacturer narrative:
Per tandem's t:slim user guide: (use only humalog or novolog u-100 insulin." No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding occlusion alarms and a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.